Event description:
The customer reported erratic beta human chorionic gonadotrophin (bhcg) results, above the normal reference interval, for one patient involving access 2 immunoassay system. Subsequent testing of the patient sample on an alternate access 2 immunoassay system recovered a reportable result within a higher gestational category. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. In conclusion, the cause of this event is unknown and could not be determined. This medwatch report is related to MDR 2122870-2012-00708.